Manufacturer narrative:
He, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that during a thr, the reamer shaft broke while in use inside the patient. Per complaint details, there was no patient injury or delay, and the procedure was completed with a backup device. Therefore, since no patient harm is alleged, no further clinical assessment is warranted. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported during the procedure thr, that the reamer shaft broke while in use. The incident occurred inside the patient. The procedure was completed without delay and backup from smith & nephew was available to finish the surgery. The patient outcome is unknown.